Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: total delamination of valve (90%), curved opening, fold creases, white calcification in shell, wear abrasion. The leak test and microscopic analysis was performed which identified: total delamination of diaphragm flange disk assessed as adhesive failure, curved striated openings on posterior side assessed as surgical damage and nicks with striations assessed as surgical tool scratch like. Based on the device analysis the final assessment is: delamination of diaphragm flange disk assessed as adhesive failure. Curved striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.